Event description:
A healthcare professional reported phacoemulsification tip was misaligned and could not be used at an unknown timing for cataract surgery with intraocular lens implant. Procedure details were unknown. There was no patient contact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in h.6. And h.11. A sample was not received at the investigation site for evaluation for the report; therefore, the condition of the product could not be verified. A review of the device history record traceable to the possible lot numbers, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. A sample was not received at the manufacturing site and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, therefore; the root cause for the customer complaint issue cannot be determined. The exact root cause for this complaint is unknown, therefore, specific action with regards to this complaint cannot be taken. All phacoemulsification tips are 100% visually inspected by trained operators using 30x magnification during the manufacturing process. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Upon further review of the reported information on misalignment of the phacoemulsification (phaco) tip, it was confirmed that there is no clarification is provided by the customer that the misalignment referring to any kind of broken or bent issue. Hence the reported event does not meet the criteria for a reportable malfunction and it is not likely that a recurrence would result in serious injury. So, there is no further reports will be scheduled under mfg. Report number 1644019-2025-00985 the manufacturer internal reference number is: (B)(4).